Event description:
Initial report: this non-serious unsolicited report was received from a nurse injector via our affiliate in (B)(6) on (B)(6) 2011. This case involves a (B)(6), female, who was administered poly-l-lactic acid (sculptra) on (B)(6) 2010 to the upper face and on (B)(6) 2010 to the lower face. Dosage and indication were not reported. In (B)(6) 2011, this patient noticed a nodule on the right side of her jaw. The patient stated the lump is palpable and she can feel it under the skin, but it is not visible. It is unknown whether treatment with poly-l-lactic acid is ongoing. The patient outcome is unknown. It is unknown if any corrective treatment was given. Other suspect drugs/device: none. Significant/relevant medical history: not reported. Relevant concomitant medications: not reported. Action taken: unknown. Corrective treatment: unknown. Outcome: unknown. Physician/reporter causality: not indicated.

Manufacturer narrative:
A ptc (product technical complaint) has been initiated for this report: (B)(4). Additional information was received on (B)(6) 2011: results for global (B)(4) were received and indicated the following information: since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6) and the investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional information was received on (B)(6) 2011: upon medical review this non-serious report has been upgraded to serious based on the reclassification of the event following assessment utilizing the company's new device reporting tree. Follow-up information indicates this patient has no history of immunological or collagen-vascular disease and fitzpatrick skin type was two. Poly-l-lactic acid was reconstituted with 5 ml of sterile water and 2 ml of lidocaine. Hydration time was seven days. On (B)(6) 2010, deep dermal injection with fanning and depot techniques were used. On (B)(6) 2010, cross hatch and depot techniques were used. Poly-l-lactic acid was injected into the nasolabial folds 5 ml, marionette lines 2 ml and 4 ml to the temples. Massage was performed during and after both treatments. In (B)(6) 2011, approximately four months after her first treatment, a nodule appeared. There was no evidence of a systemic process. Oral antibiotics nos were administered. The outcome of the event is unknown. The duration of the event has not been characterized as protracted or prolonged.